Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a stenting procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician deployed the stent the guide catheter broke and stayed in the stent. The rest of the delivery system was removed and the broken guide catheter was removed from the patient with a clip. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of guide catheter broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was not returned. The guide catheter had separated from the rest of the delivery system. The pull wire cannula was inspected and there were no parts of the guide catheter still attached. The guide catheter had separated from the pull wire cannula; however the working length of the guide catheter was intact. The suture was detached and was not returned. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a stenting procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician deployed the stent the guide catheter broke and stayed in the stent. The rest of the delivery system was removed and the broken guide catheter was removed from the patient with a clip. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.